Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the implantable neurological stimulator recharger (insr) was unresponsive/ the screen was blank. The device was plugged into an ac power source but the device was not charging. It was confirmed that the light on the desktop charger was on and the connector pin was not broken. The insr was reset twice but it did not resolve the issue. No symptoms were reported. Additional information was received from a health care provider (hcp). It was reported that the connector pin seemed loose. The hcp also noted that the green light on the desktop charger was going on and off and the implantable neurological stimulator recharger (insr) still wasn't charging when it was plugged into the wall; the patient also could not charge their implantable neurostimulator (ins). Due to the inability to charge the ins, the patient experienced a return of tremors.

Manufacturer narrative:
The desktop charger cable assembly had a bent connector pin. Please not that eval code-conclusion applies only to the following device: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further review, it was determined that patient code does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.